Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend instrument wrist did not work, as it would turn anywhere. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend instrument for failure analysis investigation. The instrument was analyzed and was returned with the cord cut. Due to the damage, the instrument could not be tested for functionality. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The jaws opened and closed properly. The instrument could not be tested for sealing/cutting capabilities due to the instrument being return with the cord cut. The probable root cause was attributed to partially or wholly by the user of the device including sample handling.

Event description:
Refer to h11 for follow-up information.